Event description:
Patient had no post operative issues until an altercation on (B)(6) 2013, and the implant site sustained an injury. Patient experienced ongoing skin issues over many months (hypertrophic scar, vitiligo, keloid formation) and on (B)(6) 2013, a 12 mm abutment was placed in the operating room with wound debridement and revision of temporal bone implant. On (B)(6) 2013 loose abutment was tightened in office. Patient seen on (B)(6) 2014 the abutment/implant had come out of the skull and another kenelog injection was given. On (B)(6) 2014 area scabbed over and keloid still an issue in area of implant site. Complaint not previously reported to oticon medical.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.